Event description:
It was reported that the patient underwent an initial tka on an unknown date. Subsequently, they had their femur revised due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot. Unknown, articular surface, unknown lot. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.